Event description:
It was reported that the customer experienced intermittent occlusion alarms. There was no reported adverse impact to the customer. The customer continued to use the pump for insulin therapy.